Event description:
It was reported that pediatric tried to insert an im3.st and a ventrix catheter in a young child. The licox bolt allowed the cc1.sb and c8b to go into the im3 easily. When the ventrix was added to the icp lumen it would not go down the lumen even with turning and they could not thread the catheter. The doctor made the decision to remove the entire system and discard as it was covered in blood, and replaced in the same hole with a new licox and ventrix catheter. The replacement worked fine; however, patient is not doing well.

Manufacturer narrative:
The device involved in the reported incident is not available for return and evaluation. An investigation has been initiated based on the reported information. See scanned page.